Manufacturer narrative:
This report is for an unknown 1.5mm screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device broke during insertion; device not considered implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation on fifth metacarpal, the head of a 1.5mm screw was torqued off during surgery. Surgeon noted very hard bone. No impact on patient, the broken screw was left in situ. No delays or adverse event. This report is for an unknown 1.5mm screw. This is report 1 of 1 for (B)(4).